Manufacturer narrative:
The customer complaint of tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported lipids leaking at junction where the tubing connects to filter and at the connection where the syringe and the microclave join. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was not confirmed. Visual inspection observed no anomalies. Functional and pressure testing found no leaks throughout the set. The root cause of the leak at the connection was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.